Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Internal and external inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A manual volume accuracy and temperature test was performed and device passed specifications. A review of the service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.